Manufacturer narrative:
E1: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that he has high blood glucose level 600 mg/dl due to which he was hospitalized. Symptoms reported at the time of event was feeling unwell. He was hospitalized on (B)(6) 2024 and was in hospital at the time of event. Treatment of high blood glucose level was done by manual injection and IV insulin. No further information was available.